Event description:
It was reported the back third of the catheter (after tactile feedback) did not have a smooth transition during deployment. While the doctor was tugging backwards trying to deploy, the filter suddenly released. The filter did end up in the intended site of placement. There was no patient injury reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. Upon inspection of the returned sample, the delivery system: y-body, storage tube and introducer sheath were all attached with the pusher wire inserted through the delivery system. The tuohy nut was not attached to the threads. The hub of the introducer sheath, attached to the storage tube, appeared to be slightly misaligned, possibly from being coiled and shipped in the pouch. However, the introducer was unscrewed and mated back with the storage tube with no problems. The pusher wire appeared intact. The ID of the storage tube exhibited some scratch marks that imply that the filter may have been stopped and twisted, approx 3/4 inch from the distal end of the storage tube. The sheath appeared was intact. All measurements taken were within specifications. The result of the investigation was confirmed for difficult to deploy as the scratch marks on the ID of the storage tube may indicate, root cause unk. It is unk if procedural issues contributed to this event as the tracks on the ID of the storage tube indicate use contrary to that stated in the IFU (see below). Handling of g2 filter system from the IFU: the current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.